Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that they were told only a healthcare provider (hcp) could turn off the ins. They were not sure if any further steps were being taken to resolve the issue.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported that they were unable to turn off their implant with the patient programmer on (B)(6) 2017. The patient reported they tried to turn the ins off and the patient programmer was not reading the implant. The patient reported seeing the poor communication screen during the call, and confirmed that they saw the same icon when trying to turn the ins off yesterday. The patient reported that placing the patient programmer directly over the ins, directly on their skin and syncing with the ins resolved the issue, and the patient reported the programmer showed the ins was on and ok. It was not confirmed if the patient was able to turn their device off during the call. No patient symptoms were reported. No further patient complications have been reported as a result of this event.